Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis and high blood glucose. She stated that she experienced vomiting, dehydration and lack of energy. Blood glucose at the time of admission was between 300 to 400 mg/dl. She was being treated with IV, insulin and fluids. The infusion set was removed on (B)(6) 2016 and found that the cannula was bent. Troubleshooting for high blood glucose was not performed. The device will not be returned for analysis.